Manufacturer narrative:
Device was used for treatment, not diagnosis device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a syncage c curved 5.5mm was implanted (B)(6) 2012 for spondylodesis c5 c6. The implant was implanted with an implant holder. During the 6 month postoperative x-ray it was noticed the device was broken. The broken syncage is still implanted in the patient. This is 1 of 1 report for this event.